Manufacturer narrative:
B3: september is the correct month of the event, but the exact date not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a damaged downstream occlusion (dso) seal were found. The dso seal was replaced to fix the issue.

Event description:
It was reported that the device needs to be recalibrated. The results of the investigation found a damaged downstream occlusion (dso) seal. There was no patient involvement.